Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed on the monitor was caused by failure of the quantum board (qb). The cause of the faulty qb board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed due to faulty quantum board (qb). During evaluation, it was observed, a patch was found in the image of the monitor, the power switch bracket was noted to be broken, bezel plate was found broken and screws could not be fixed on it, outer screws were missing from the equipment, hit and scratch marks were noted on the power switch, and rusting was found on potential equalizer and earth terminal. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a routine checkup, the high-definition lcd monitor did not have image. There was no patient involvement in this event.